Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment and a new software installation was required. It was noted that the stylus tip and the electrocardiogram (ECG) connector were both broken. It was noted that the personal computer memory card international association (pcmcia) adapter eject button was broken and the telemetry transceiver left channel was defective. All found defective parts were replaced and all other identified issues were resolved. The software was updated. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not start normally or sometimes not at all. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.